Event description:
Reporter alleged obtaining a blood glucose result of 700 mg/dl which is outside the numeric reading range of 10-600 mg/dl of the advantage system. It was not provided as to whether any actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.